Event description:
A report was received that the patient had an infection near the ipg site and underwent an explant procedure. The symptoms of infection were pain and swelling. Antibiotics was prescribed. The physician believed that the onset of the infection was due to a complication/infection in a dental procedure performed recently and was subsequent to the implant of the scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.